Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath was kinked, an imaging core windup with a coiled drive cable and an imaging window detachment were encountered near the lap joint section and was not returned for analysis. Impedance test shows an electrical open at the distal end of the catheter between 40-50 cm from the distal housing. Based on the evidence, the as reported code of image lost cannot be confirmed.

Event description:
Reportable based on device analysis completed on 27 mar 2024. It was reported that visualization issues occurred. The 85% stenosed target lesion was located in the proximal segment of the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but could not show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window detachment were encountered near the lap joint section.